Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product involved with this complaint to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The blade broke at roughly 0.13¿ from the base, and the broken piece was returned with the instrument. The root cause of the broken blade is typically attributed to mishandling/misuse. The complaint regarding a broken instrument blade was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting the harmonic ace instrument blade broke off and fell inside the patient, an investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the procedure log with the information provided resulted in no additional information. Images of the harmonic ace instrument related to this event were received. Review of the submitted images was performed by the regulatory post market surveillance (rpms) specialist. The images confirmed that the harmonic ace instrument blade was missing/detached. The root cause of the failure mode cannot be confirmed without the returned device. The probable root cause of a cracked/broken blade is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). This complaint is being reported due to the following conclusion: during a da vinci-assisted low anterior resection surgical procedure, it was alleged that the harmonic ace instrument blade broke off and fell inside the patient. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the harmonic ace instrument blade broke off and fell inside the patient. The fragment was retrieved during the same procedure and it was confirmed that all fragments were retrieved. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional/updated information regarding the reported event: the harmonic ace instrument was reportedly inspected prior to use, and no issues were noted. There was an instrument collision during the procedure. It was confirmed that the fragment was retrieved during the same procedure. A video recording of the procedure is not available, but images of the instrument damage were provided.